Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports the use by date on the advantage test strip vial as 10/31/2010. Manufacturer's batch record confirmed the actual use by date to be 10/31/2002. No adverse event reported. Requested return of suspect device, and replacement was sent.